Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple cs 078 motor rewind errors. The pump powered on with the returned battery cap and was exercised for 24 hours with no duplicated alarms.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the cs 078 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.